Event description:
The doctor reported that he performed a non-complicated phacoemulsification with intraocular lens implanted in 2009. During the post-op period, he observed tiny metallic flecks on the iris and on the surfaces of the iol. During the surgery, there was no indication that the chopper and phaco tip may have been in contact with each other. The hospital is not reported to reuse phaco tips. The pt is reported to have rebound inflammation with mild cell/flare. The pt has chronically complained of moderate pain and photophobia. Steroid drops and oral prednisone were prescribed and have now been tapered down as prescribed. An anterior chamber washout was performed and a few of the metalic fragments were removed. No samples of the particles were saved for further analysis. The pt's vision is stable at 20/50. The decreased visual acuity has significantly resolved without any posterior chamber involvement.

Manufacturer narrative:
No particles were saved or returned for further analysis and no device samples were returned for evaluation. The root cause of the reported metal particles and inflammation could not be determined.